Event description:
A customer contacted beckman coulter inc. (Bci) regarding the wash buffer leaking around the reservoir on the closed tube aliquotter (cta) located in the unicel dxc 600i synchron access clinical system. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the connection was loose at the red line filter and dripping in the wash buffer. Fse tightened the connection. Fse checked for a leak after 10 minutes and concluded no leak.